Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : humeral stem spacer size 12 mm cat: 00434903912. Further review has determined that the humeral head will remain reportable. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was further reported that the patient is being considered for a revision due to dislocation/subluxation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03533, 0001825034 - 2019 - 03537. Product remains implanted.

Event description:
It was reported that the patient underwent initial right shoulder arthroplasty on an unknown date, subsequently, the patient is considered for revision on an unknown date due to unknown reasons. Attempts have been made no additional information related to the event has been made available.